Event description:
The patient was seen in the ER adn presented with a rupturing aaa. An aneurex device had been placed in the patient approximately 15 months earlier. According to a CT scan, the aneurex device had now migrated approximately 2 cm inferior from the lowest renal artery, creating a type 1 endoleak. The physician decided to use the excluder device to address the type 1 endoleak and thus stop the rupture of the aaa. Prior to and during the procedure, the patient was given a total of 14 units of blood. The patient was in stable condition when he left the operating room. The patient died during the night following the procedure.